Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (5000 mcg/ml at 306.8 mcg/day) via an implantable infusion pump. A volume discrepancy was reported to have occurred during a refill appointment; the expected reservoir volume (erv) was 10.3 ml and the actual reservoir volume (arv) was 4.2 ml. It was noted that the hcp re-attempted to withdrawal more fluid from the pump without success but they were able to inject the full 20 ml into the pump. It was reported that a volume discrepancy also occurred at the last refill appointment; erv was 8.2 ml and the arv was 8.4 ml. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was reported that follow up will occur at the patient's next refill appointment to determine if the issue was human error or if the pump was infusing improperly. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare provider (hcp). It was further reported that the patient came in on (B)(6) 2019 for a refill and they noticed a volume discrepancy; erv was 10.3 ml and arv was 4.2 ml. They filled the pump to capacity and 15 to 20 minutes after the refill the patient started experiencing nausea, vomiting, was disoriented, and was walking ¿funky¿ and to the left. The patient was still having symptoms on (B)(6) 2019 and came back to the clinic. The hcp then aspirated the reservoir on (B)(6) 2019 and expected 19.8 ml but got back 19.0 ml. They checked the pump logs and there were no abnormalities. It was indicated that this was the first time they had seen volume discrepancies because the last refill was in (B)(6) 2019 and erv was 8.5 ml and arv was 8.2 ml. The date (B)(6) 2019 is considered an approximate date of event (month and year specified only). Troubleshooting prior to the report included the logs having been checked, the reservoir having been accessed, and programming having also been checked. Evaluating for other possible causes such as partial pocket fill, programming error, aspiration by patient or caregiver, etc. Was being considered. Aspirating all fluidfrom the reservoir until air bubbles no longer appear and verifying the volume was being considered. Filling the pump half full was also being considered. It was indicated that the patient has not had heat therapies and they would take into consideration the above. The indication for use regarding the pump was spinal pain. The pump was currently administering dilaudid with concentration 5000 mcg/ml at a dose rate of 306.8 mcg/day.

Manufacturer narrative:
Update: the previously applied patient code c76143 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the previous supplemental report indicated product problem only in error and should have indicated adverse event <(>&<)> product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.